Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb) due to background failure. The covidien service engineer uploaded the latest version of the operational software. The ventilator was not in use on a patient at the time the event occurred the unit passed all testing and operated within the manufacturing specifications.